Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician experienced a difficult time opening the spacer inside the patients body. When the physician cranked hard on the driver to open the device, the spindle cap snapped off the spacer. The device was removed from the patient and a new spacer was successfully implanted. There were no reported complications due to the event.

Manufacturer narrative:
The returned spacer was analyzed and confirmed that the spindle cap was completely sheared off from the implant body and actuator shaft, and the spindle was found to be outside of the main body. The damage to the implant was sufficient to prevent functional testing. This damage to the implant indicates failure was likely due to deployment against resistance such as bone and, or manipulation of the position of the device by gear shifting of the inserter. The labeling review was completed and states to avoid application of excessive stress on instrumentation and to not force deployment or implant breakage or damage to bony structures may result. Additionally, should any resistance be encountered during deployment of the superion spacer implant, it may be suggestive of interference between the implant and bony anatomy (e.g., lamina, hypertrophic spinous process), and, or suboptimal implant positioning.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician experienced a difficult time opening the spacer inside the patients body. When the physician cranked hard on the driver to open the device, the spindle cap snapped off the spacer. The device was removed from the patient and a new spacer was successfully implanted. There were no reported complications due to the event.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the physician experienced a difficult time opening the spacer inside the patients body. When the physician cranked hard on the driver to open the device, the spindle cap snapped off the spacer. The device was removed from the patient and a new spacer was successfully implanted. There were no reported complications due to the event.